Event description:
It was reported that prior to use it was discovered that the needle was missing with a bd phaseal¿ protector p55. The following information was provided by the initial reporter, translated from japanese to english: needle of p55 was missing.

Manufacturer narrative:
H.6. Investigation: two photos and one physical sample were provided to our quality team for investigation. Upon inspecting the samples, the needle was observed to be broken at the top of the protector housing. Manufacturing personnel conduct a series of visual inspections and other testing for the protector to verify there is no damage to the product and the cannula is properly centered and assembled. A device history was performed and found no non-conformances related to the reported issue during production of batch 1902122. Based on the available information we are not able to identify a definitive root cause at this time.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the needle was missing with a bd phaseal¿ protector p55. The following information was provided by the initial reporter, translated from (B)(6): needle of p55 was missing.